Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. Two electronic photos were reviewed. The first photo show only the needle of the marquee device and it is appeared to be bent. The second photo also shows only the needle of the marquee device, and it is appeared to be bent. Therefore the investigation for the reported bent needle can be confirmed and the investigation for the reported difficult to remove is inconclusive. A definitive root cause for the alleged bent needle and difficult to remove could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during an ultrasound guided breast biopsy procedure, the needle of the device was allegedly bent inside the patient's breast. It was further reported that the device was stuck inside the patient's breast. There was no reported patient injury.

Event description:
It was reported that during an ultrasound guided breast biopsy procedure, the needle of the device was allegedly bent inside the patient's breast. It was further reported that the device was stuck inside the patient's breast. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway.